Manufacturer narrative:
FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5113523. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc pro winged catheter was cracked, and experienced leakage. The following information was provided by the initial reporter: bd 18ga angiocatheter stocked in ems storeroom was found to be cracked at the open end of the hub, patient was stuck and then blood could not be controlled coming from the hub; crack was identified. Patient had to be stuck again.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1710034-2022-00848 is a duplicate of 1710034-2022-00858 this supplemental is to cancel MDR 1710034-2022-00848.

Event description:
It was reported that the bd insyte autoguard bc pro winged catheter was cracked, and experienced leakage. The following information was provided by the initial reporter: bd 18ga angiocatheter stocked in ems storeroom was found to be cracked at the open end of the hub, patient was stuck and then blood could not be controlled coming from the hub; crack was identified. Patient had to be stuck again.